Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service rep reported that he couldn't get the assembly off roller pump due to a screw being frozen. He couldn't get pump apart and was unable to perform preventative maintenance. Since the event occurred during preventative maintenance, there was no pt involvement during this event.